Event description:
Intraocular lens implant was inserted into patient's eye during uncomplicated cataract surgery. Upon insertion, small metallic appearing particle was noted in the lens implant, adjacent to the "toric" marks on the lens. Due to the particle, the lens was explanted and replaced with another lens of the same model.